Event description:
Revision surgery was performed on 7/29/96 to remove the subject bipolar liner component a bipolar shell component 85-8243, MDR report# 1219655-1996-0015, following dislocation of the inner head from the liner component. The need for revision surgery has not been attributed to the inner head which was not removed.

Manufacturer narrative:
H2-dimensional inspection of returned liner component found device to meet all specification requirements. Dimensional and cantilever testing of 3 liners from the same batch met specification requirements. Additionally, a review of the production batch records for this lot found dimensions to have meet specification requirements. No further investigation is planned.